Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and bsc's advantage fit were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent stage 2 interstim on (B)(6) 2012.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that the patient underwent the concurrent procedures of anterior and posterior repair during mesh implantation. It was reported that following insertion the patient experienced urinary (total incontinence) and bowel problems. It was reported that patient underwent interstim continence control therapy permanent on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele, rectocele and stress urinary incontinence. No additional information was provided.